Manufacturer narrative:
Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that the struts from the proximal stent row were raised outwards distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The ro markerbands were examined and there was no damage noted. Their profiles met the specification. The tip profile of the device was examined and there was no damage noted. The profile met the specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The outer shaft/hypotube profile portion was slightly stretched from the guide wire exit port for a distance of 60 mm distally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The in-stent restenosed, 30mm in length target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter left anterior descending artery. A non bsc guide catheter was placed. Then a 32mm x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the distal part of the stent was damaged. A 3x20mm quantum apex balloon catheter was advanced for dilation of the lesion then a 3x33mm non bsc stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The in-stent restenosed, 30mm in length target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter left anterior descending artery. A non bsc guide catheter was placed. Then a 32mm x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the distal part of the stent was damaged. A 3x20mm quantum apex balloon catheter was advanced for dilation of the lesion then a 3x33mm non bsc stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was stable. .